Manufacturer narrative:
One cleo® 90 infusion set was returned for evaluation. Visual inspection showed the trocar to be in the retracted position and was considered used. Functional testing involved resetting the trocar and testing the device as intended. When the sleeve was compressed, the trocar retracted as designed. Based on the evidence, the device operated within manufacturing specifications and the complaint could not be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. The customer reported that six devices contributed to six reported events (one device per event). The customer returned one device for evaluation. It could not be determined which reported occurrence was related to the returned device; therefore, the evaluation of the returned device will be used for each medwatch follow-up. The following medwatches were submitted related to the investigation: 2183502-2016-01887, 2183502-2016-01887, 2183502-2016-01888, 2183502-2016-01889, 2183502-2016-01890, and 2183502-2016-01891.

Event description:
It was reported that cleo® 90 infusion sets would not attach correctly in the last few weeks from date of report. The click and auto-retract feature was a struggle for the patient and would not always happen. Upon pushing it again to make it click, it caused the cannula to get a hole in the side, bent the cannula tip leading to an occlusion alarm, or leaked insulin. Blood sugars were reported to rise up to 300mg/dl. A bolus of insulin or attaching another set was used to address the blood glucose at home. An insulin syringe with insulin extracted from the pump was administered to address the blood glucose when not at home. No permanent injury was reported. See MFR: 2183502-2016-01887, 2183502-2016-01888, 2183502-2016-01889, 2183502-2016-01890, and 2183502-2016-01891.

Manufacturer narrative:
One cleo® 90 infusion set was returned for evaluation. The customer reported that six devices contributed to six reported events (one device per event). It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the returned device will be used for this medwatch. Visual inspection found that the trocar was already in the retracted position. Functional testing involved resetting the trocar and testing the device, which showed that when the sleeve was compressed, the trocar retracted as designed without problem or difficulty. Based on the evidence, the complaint could not be confirmed and the device operated within specifications. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. (B)(4).